Event description:
It was reported that this implantable cardioverter defibrillator exhibited several inappropriate anti-tachycardia pacing and shocks. This device was expected to be reprogrammed to the a higher ventricular tachycardia zone. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited several inappropriate anti-tachycardia pacing and shocks. All shocks were delivered within the same episode with confirmation of therapy exhaustion. The patient was then hospitalized for one night to continue monitoring the patient. This device was expected to be reprogrammed to the a higher ventricular tachycardia zone. This device remains in service. No additional adverse patient effects were reported.